Event description:
New abbott diagnostics freestyle libre 2 sensors and reader failed multiple times with unit displayed error "incompatible sensor this sensor cannot be used with this reader". Abbott support instructed me to inject all sensors into body to prove it / they were defective or they would not render further support. Also instructed me to contact issuing pharmacy for help. My arm is sore and red from multiple injections.